Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient developed skin overgrowth at the abutment site. Subsequently on (B)(6) 2016, revision surgery was successfully performed to revise the skin flap. The implanted device remains.

Manufacturer narrative:
(B)(4). Correction: the serial number (B)(4) is the lot number and not the serial number as previously reported. Per the clinic, the patient developed an infection at the abutment site (date not reported). It was reported that the patient was under general anaesthesia during the skin flap revision surgery on (B)(6) 2016.